Manufacturer narrative:
The instrument was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional info becomes available, a follow-up MDR will be submitted. Isi does not consider this a reportable event, as the device did not break in the pt and there were no reports of pieces falling into the pt.